Event description:
The customer reported the patient was being transported using o2 cylinders that had prebuilt regulators on them. The ventilator started alarming due to a high o2 supply pressure. The hospital biomedical engineer reported the problem was with one specific cylinder; the regulator in place on the cylinder wasn't preventing high pressure from going to the ventilator. The tank was switched to an old style regulated tank and the problem did not recur. The cardiopulmonary director reported the patient's oxygen saturation decreased from the 90s to the 50s during the event. The patient was given 100% o2. The fio2 during transport is unknown. It is unknown if there was permanent harm to the patient. He believes the patient's saturation recovered back to 90 range. He was unable to locate an incident report, and will try to obtain further information. The customer contacted the local manufacturer's service technician to report the event but declined service for the ventilator because it was out of warranty. The service technician suggested the biomed have the faulty o2 cylinder tested to see if it was producing high pressures which would cause the exact symptoms he had described. The customer reported the tanks used had grab 'n go regulator systems in use. Per the device user manual, the user must always check the status of the oxygen cylinders before using the ventilator during transport. In addition, the user should not use grab 'n go cylinder/regulators because they limit flow.